Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that the wire was coming out of the therapy electrode pad. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (damaged wires) has been confirmed. Upon receipt, the rear therapy electrode cable was pulled from the distribution node strain relief. The root cause of the pulled cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.